Manufacturer narrative:
An on-site investigation did not take place because the resolution was confirmed on call. However, the manufacture representative confirmed that the images did not have a nav tag and the subsequent spin that successfully transferred had the nav tag. The lack of a nav tag on the first spin suggests that user error may have caused the issue. Supplemental aro information is as follows: (B)(6). Number of persons exposed: 1; number of persons adversely affected: 0.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the exams would not transfer to the navigation system. The site tried to use a new ethernet cable which did not resolve the issue. It was reported that the exams did not have the nav tag. The site had to take another 3d spin which successfully transferred. The surgery was able to continue with medtronic imaging and was completed with a delay of less than an hour. There was no reported impact on the patient.